Event description:
The issue reported was that the t: slim x2 pump battery would not charge, and the pump screen remained dark, prohibiting confirmation of any alerts. The caller attempted several troubleshooting steps, including using different wall adapters and charging cables, but the problem persisted. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, as it was confirmed to be under warranty. The customer was informed about receiving a pump with updated software and provided instructions for returning the faulty pump. They were also advised on backup therapy to ensure insulin delivery continued uninterrupted.